Event description:
It was reported that the customer experienced low blood glucose (bg) of 51mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.